Event description:
User facility reported multiple unsuccessful cavity integrity assessment (cia) tests during an attempted novasure ablation. The physician abandoned the procedure and did a hysteroscopy. A small uterine perforation was seen at the fundus and the site was sutured via laparoscopy. During follow-up in early 2009, it was learned the pt was discharged home following the attempted novasure procedure. During follow-up nine days later, the physician's nurse reported the pt has been seen on follow-up and is doing fine. A hysteroscopy, dilatation and curettage (d&c), and a sounding (done with a metal sound, not a hologic device) were done prior to the attempted novasure procedure. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number of the disposable device. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36).